Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 9/10/2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose cup, increased metal ions (no labs), pseudosac, and burnishing on base of the trunnion. There is no new additional information that would affect the existing investigation. The complaint was updated on: 10/6/2015.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered the following on account of his asr hip implant: continuous pain; difficulty sitting, standing or walking. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008, dor: none indicated (unknown hip). Patient is a resident of (B)(6). Update - ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update - (B)(6) 2015 (left) - der rcvd- updated der, patient height and weight, surgeon and sales rep info and added stem and sleeve products. Stem remained in situ. Der states pt experienced pain - replaced cup, sleeve and head. This was sent as an update for wpc (B)(4) however that it for the right side. This is actually an update of wpc (B)(4). (Com (B)(4) has been created to report the breakage of the instrument used during the surgery. When putting in the new head the titanium sleeve fell out of the ceramic head.)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/07/2016 supplemental received. Correct part and lot numbers have been provided.